Manufacturer narrative:
H3: the pipeline flex shield device was returned outside the phenom 27 catheter. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be flattened at ~2.0cm to ~5.0cm from distal tip. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mand rel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. The phenom 27 catheter is compatible to use with pipeline flex shield, the patient's vessel tortuosity was severe. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. No damage, such as kinking, stretching, or separation, was observed on the pipeline pushwire or catheter.

Event description:
It was reported that during a flow diversion procedure to treat an unruptured fusiform aneurysm, the pipeline embolization device 4.25mm x 20mm failed to open at the distal section, and catheter resistance was encountered at the distal section. The distal part of the stent did not release after more than 2 resheathing attempts, and it could not be removed from the first phenom catheter. The pipeline and phenom were both removed and replaced. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was normal. The devices were prepared and flushed according to the instructions for use (IFU). It was noted that the distal part of the pipeline had been positioned in a bend. More than 50% had been deployed when it failed to open. No additional steps or devices were used to attempt to open the device.

Manufacturer narrative:
Continuation of d10: product ID ped2-425-20 (d002782). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.